Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the braided black cable on the force bipolar instrument snapped on the distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the primary failure of the broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual inspection showed no thermal damage. No portion of the conductor wire insulation is missing but the wires are exposed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.